Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the unicel dxl 800 access instrument. A pt sample was tested for accu tni and a result of 1.18ng/ml was obtained. The result was reported out of the lab. Next day, the customer re-tested the original sample for accu tni and the repeated result was 0.38ng/ml. The customer did not receive any report of pt injury or death attributed or connected with this event.

Manufacturer narrative:
Per customer, qc has been erratic, but recovered within specifications prior to the event. Pre-analytical sample handling and system check info have not been provided. The customer did not question any other results or assays at the time of this event. A field service engineer (fse) was dispatched to the customer's lab: the fse performed carry-over testing which failed. The fse replaced sample probe and then repeated the carry-over testing which passed within specifications. The fse verified repair per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.